Manufacturer narrative:
The consumer's alleged deficiency could not be confirmed. Although the reported results were found in the memory of the returned device, failure analysis of the returned product revealed that the nova max link glucose monitoring device performed within specification. The customer returned blood glucose test strip from the lot in question. Visual as well as chemical evaluation (by testing with control solution) was not able to replicate the alleged issue as the performance testing revealed the strip to perform within specification as well. The DHR was complete and contained all relevant data indicating the product put into finished goods met all specifications.

Manufacturer narrative:
The consumer's meter history displayed the last recorded result dated and time of: (B)(6) 2015 at 1:30am the consumer reported that he believed the event took place, "two (2) nights ago" from the date he called into customer care; which would have made the incident date (B)(6) 2015. Test strip (B)(6) expiration date: 04/30/2017. Per label copy/ package insert high or low blood glucose results can indicate potentially serious medical conditions. In case of an unexpected result, you should repeat the test using a new test strip. If the result is still unexpected, or the reading is not consistent with how you feel, contact your hcp and treat as prescribed. Any change in the treatment of your diabetes should be discussed with your hcp. Nova max test strip insert- quality control checking the system control solution test: the nova max control solution is used as a quality control check to make sure that your blood glucose monitor and the nova max glucose test strips are working correctly. Do a control solution test: each time you open a new vial of test strips. Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
Consumer's husband called in reporting an incident 2 nights ago when he had to call the emts due to a hypoglycemic event with his wife. Consumer tested herself before going to bed: the blood glucose results pulled directly from the meter and the caller believes the date in the meter is wrong. According to the caller, the actually date should be (B)(6) 2015. Last recorded result in the consumer's meter: (B)(6) 2015 at 1:30 am bg 322 mg/dl. The caller reported that "... The consumer bolused an unknown amount-of insulin after this test and went to sleep...". The caller stated, "....he noticed she was 'sweaty' and 'clammy' and tried to wake her up and could not..." He called the emt's around 2 am and when they arrived they performed a blood glucose test using their unknown brand meter getting a result of 26mg/dl. The emts treated the consumer with an IV of glucose and she came to. The consumer was not transported to the hospital. During the call to customer support, it was revealed that the consumer did not perform a control solution test for integrity before use their initial test strips as instructed in our directions for use. While on the phone, a control solution could not be performed because the consumer did not have any control solution.